Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for spinal pain. The hcp stated that the patient had a revision in (B)(6) 2019 (B)(6) per device registration), because the patient wasn't getting coverage. Technical services reviewed that because device registration showed the lead was "capped," it was unclear what the patient's MRI eligibility was.